Event description:
The customer reported as follows: screen blacked out and a beeping sound was heard continuously during patient use. Ventilation appeared to be working properly, but it was replaced with another ventilator to be safe. The affected device was moved to me room and checked, but it just continued to beep. The black screen and the alarm were obvious to the user - the device was replaced immediately. No patient health consequences have been reported. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
After investigation finalization the event was considered to be reportable. According to the onsite examination by dräger service a faulty basisboard m14.5 of the cockpit could be identified as the root cause. A log file analysis was not possible because the faulty basisboard curupted the log file entries. The basisboard was replaced and fixed the reported problem. Afterwards the device was tested according to manufacturer¿s specifications. The device alarmed and ventilation continued. The black screen and the alarm were obvious to the user - the device was replaced immediately. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Upon successful completion of the warm start, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone in order to alert the user. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The number of reported basis-board malfunctions is within accepted range assessed by the responsible product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.